Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance values. A lead revision was attempted. After repositioning the lead, it could not properly connect to the device. The implantable cardioverter defibrillator (ICD) was explanted and replaced. The rv lead was strongly attached to the superior vena cava and was unable to be explanted. The rv lead remains inactive in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert was triggered and indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, ventricular sensing integrity counts up to 582; no episodes to confirm lead noise oversensing. On the week of (B)(6) 2015, rv pacing impedance rose to 969 ohms up from a trend in the 450-550 ohm range.